Manufacturer narrative:
Investigation conclusion:tested 5x retained devices and 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained and returned devices. Source: phone.

Event description:
Alleged 5-6 false positive flu b results. One patient was symptomatic, the others were asymptomatic. 70 tests are performed daily. No confirmatory testing completed.